Event description:
It was reported that a female patient underwent ureteroscopic laser lithotripsy and left ureteral stent placement. The procedure was smooth, and the internal stent drained well. One month later, the patient returned as instructed for planned stent removal. Intraoperatively, a large amount of stone adhered to the entire surface of the renal pelvic end of the ureteral stent, preventing its removal. Holmium laser lithotripsy was performed to remove most of the stones on the ureteral stent, and the stent was completely removed from the ureter using foreign body forceps.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.